Manufacturer narrative:
Date of event: 2016 additional suspect medical device components involved in the event: model#: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm model#: sc-1110-02 serial #: (B)(4) description: precision implantable pulse generator (ipg).

Event description:
A report was received that the patient was experiencing non-target stimulation wherein stimulation was felt in the ribs and sometimes in the lungs. Contacts on the lead were out and using other contacts would caused stabbing pain in the spine. X-ray revealed that the leads had migrated. Patient reported mid thoracic pain and excruciating back pain when stimulation is on. It was also noted that the spinal cord stimulator was non-functional. The patient will undergo an scs explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. No further information could be obtained. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing non-target stimulation wherein stimulation was felt in the ribs and sometimes in the lungs. Contacts on the lead were out and using other contacts would caused stabbing pain in the spine. X-ray revealed that the leads had migrated. Patient reported mid thoracic pain and excruciating back pain when stimulation is on. It was also noted that the spinal cord stimulator was non-functional. The patient will undergo an scs explant procedure.